Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during investigation, evidence of contamination was found under all of the keypad contacts. Also, during investigation the bolus button was found to be inoperable. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. The contrast keypad button was found to be intermittently responsive during testing. The up arrow, down arrow and ok keypad buttons responded appropriately. During investigation, evidence of contamination was found under all of the keypad contacts. Unrelated to the above issue, no damage to the audio bolus button was observed, but the button was found to be inoperable and the button slug was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.